Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the left ventricular lead is "not programmed." The physician's office clarified that the lead was no longer needed by patient. The lead remains in use but is not actively pacing. No patient complications have been reported as a result of this event.